Event description:
It was reported that a cartridge alarm occurred. Reportedly, customer did not perform proper air removal techniques during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer loaded a new cartridge to resolve the issue and delivered a correction bolus via the pump to address bg.